Manufacturer narrative:
Philips service found no fault, and the device was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a collimation issue was reported during procedures, but the problem was unconfirmed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.